Event description:
Event description guidant/crm received information that due to shocks caused by oversensing, this patient's endotak dsp lead was removed from service and capped. Another endotak dsp lead was added to the patient's system.